Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the tip of the cannula sheared off and separated from the shaft. The sheared piece was recovered.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. An excessive amount of scratch wear marks with a pointy object were observed on the portal of the cannula. In addition, a transversal clean cut is observed on the portal. On the opposite side, it looks like the hanging piece of plastic that was cut was torn apart, detaching the piece from the portal end. The detached piece was not returned with the unit, however, it was informed that the sheared piece was recovered. The user instructions state that the cannula has to be fully inserted into the joint by means of arthroscopic visualization and that instruments of appropriate size can be introduced and removed through the cannula. Therefore, the insertion process as well as the instruments used together with the cannula, if not done properly or any instruments of an appropriate size are used, may cause damage to the tip of the cannula. Based on the returned unit¿s evaluation, it is possible that the unit was aggressively inserted and torque forces applied through hard tissue or near bone, which would explain the wear marks observed on the tip, and/or that the use of an instrument (like a cutter or bur) or sharp object (bone or hard tissue), which may explain the transversal cut and tearing of a portion of the cannula¿s portal. These all may lead to the damage observed to the tip of the cannula. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the cannula sheared off and separated from the shaft. The sheared piece was recovered.